Event description:
B. Braun medical, inc. 901 marcon blvd. Allentown, pa 18103-9341. 1. Sterility testing was performed on house retains from lots 867550 and e00437. Results indicated the product was sterile. 2. The cause of the infection is unknown.